Event description:
It was reported that the customer was serter issues and low reservoir on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer was assisted with rewind and prime. The customer is unable to complete troubleshooting because the call was disconnected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.